Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on 07/23/2015 in the morning with a low blood glucose level of 27 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer called to state that they are turning the suspend mode on their insulin pump. The customer did not provide information about the hospitalization or the cause of the low blood glucose level. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.